Event description:
It was reported that impedances were >40,000 ohms on 0-7, 8-15 read 500. When checked both 0-7 and 8-15 in snap lid, all impedance readings read 600. Caller was advised to switch lead in 8-15 to 0-7 slot to see if it still read >40,000 in device. Caller did this and still was reading >40,000 ohms on all pairs including 0-7 and 8-15. Advised to check impedances in snap lid once again and all read within range. The device was switched out and will be sent in for analysis. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.